Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an occlusion alarm during a meal announcement that cleared only after changing infusion supplies, with the infusion set identified as an inset; the user¿s blood glucose was 94 mg/dl and was not affected, and the user received education to avoid a second meal announcement to prevent insulin stacking. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy beyond the supply change and no medical intervention or hospitalization. Investigation included user communication, device-use review, and troubleshooting guidance regarding occlusion resolution via infusion set replacement. Investigation of this case revealed a resolved infusion set occlusion consistent with a transient delivery obstruction, with no device malfunction observed after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion likely related to infusion set or site factors.